Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: total arch replacement and frozen elephant trunk for acute complicated type b dissection axtell et al, the annals of thoracic surgery, volume 110, issue 3, september 2020, pages e213-e216 https://doi.org/10.1016/j.athoracsur.2019.12.077. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captiva stent graft system was implanted in a patient for the endovascular treatment of an aortic dissection with an entry tear in the aortic arch at the level of the left carotid artery and extending distally to the iliac arteries. A contained rupture of the arch was also observed with the dissection extending into the celiac and sma with complete thrombosis of the left renal artery. It was reported post the index procedure, scattered foci ofsubacute ischemic infarcts were noted on magnetic resonance imaging. The patient was discharged to an inpatient facility on postoperative day 28 with only mild right-sided residual weakness. Per the physician the cause of the subacute ischemic infarcts were undetermined. No additional clinical sequelae were reported and the patient will be monitored.